Event description:
Lf technical service faxed a customer report of suspension arm broke off the ceiling column post. Arm hanging on the powerhead cable.

Manufacturer narrative:
Field service engineer reports, customer states that they noticed the suspension arm support being loose, so they broke it off to move out of the way of patient flow, then called lf for service. The part that was loose then broken off by the user to get it out of the way was thrown away by the user before the fse was able to arrive and retrieve. It was stated that the short post on this vertical ceiling column that holds the suspension was the part that was loose. This vertical column was an older version that had only one holding post instead of the double post version that has been in use for over 10 years. As the broken part was discarded, this event will be recorded and monitored. There has been no similar issue in cts. Suspension replaced and injector returned to full service by the customer.